Manufacturer narrative:
Intuitive surgical, inc. Has received the tip cover involved with this complaint and completed an investigation. Failure analysis found the tip cover to have a hole starting at the silicon overmold of the tip cover onto the body of the tip cover, measuring approximately 0.15 x 0.05. The damage appeared to be a crater-like hole with char like features. This was likely created by an arcing event. The thermal damage is from the inside arcing outward. The area of thermal damage, when installed onto a monopolar curved scissors instrument, roughly corresponds to the area near the proximal clevis ear. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument.

Event description:
It was reported that during a da vinci surgical procedure, the customer identified a perforation in the tip cover. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.